Event description:
Olympus was informed that the tip broke during an unspecified procedure. There was no report of patient injury. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found that a portion of the teflon jaw broke off and the outer sheath of the insertion section was buckled. The device was sent to the original equipment manufacturer (OEM) for further analysis. The OEM investigation found that the grasping section was deformed. It is believed that the buckling of the outer sheath may have occurred when excessive force was used to insert and withdraw the device from the trocar or may have resulted after undergoing disinfection process. The reported complaint was confirmed based on the results of the investigations.